Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient reported to the clinic nurse the correct mixing for remodulin, but the pump rate was 0.8 ml/hr instead of 1.8 ml/hr. Per reporter, the patient has been reporting a pump rate of 1.8 ml/hr since (B)(6) 2024. No one knows how or when the pumps were changed. Both pumps have the same setting. The patient is using solis vip pumps for intravenous remodulin. There was a patient involvement and unknown patient harm/adverse event reported.